Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging that their onetouch verio pro was reading inaccurately erratic when performing back to back blood glucose tests. The patient claimed that they obtained a blood glucose result "great than 200 mg/dl" and within 20 minutes obtained a second result of "100 mg/dl." Both results were obtained on the subject meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient denied developing symptoms or receiving medical intervention as a result of the alleged issue. During troubleshooting the customer care advocate confirmed that the subject meter was set to the correct unit of measurement and that the patient was using an approved sample site. The alleged inaccuracies were not resolved with troubleshooting. This complaint is being ruled out as an adverse event because the patient did not allege any harm as a result of the alleged issue. However, this complaint is being reported as a malfunction since the two results being compared exceed lifescan's specifications for precision testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.